Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad was responding intermittently. Customer reported that the insulin pump had recently been exposed to sweat. Customer also reported being hospitalized at the time of the call for therapy, a non-diabetes related issue. Blood glucose level was 88 mg/dl at the time of the call. No further information was provided.